Event description:
Less than 24hrs of iabp therapy, routine cxr showed that the iab was positioned 20cm too low. The iab was not advanced immediately. A large amount of blood was then noted in the tubing along with a gas leakage alarm. The iab was removed and not replaced. No pt injury occurred.